Event description:
It was reported that the procedure was successfully performed with two (2) xience v stents (2.75 x 28 mm and 3.5 x 23 mm) implanted. However, the patient died on (B)(6), 2010. It was reported that angioplasty was performed at the proximal left circumflex (lcx) with a suboptimal result. Angioplasty was performed again at the lcx ostium to the obtuse marginal (om) with a suboptimal result. A non-abbott stent was deployed at the proximal lcx ostium with an optimal result. A non-abbott stent was deployed at the lcx ostium to the left main (lm) with an optimal result. Angioplasty was performed with a non-abbott balloon from the middle to proximal left anterior descending (lad) artery and lad ostium with a suboptimal result with a coronary dissection. The xience v 2.75 x 28mm was attempted to be deployed at middle lad; however, it was difficult to pass the stent through proximal lad. Angioplasty was performed at the proximal lad and the same xience v still had difficulty to pass through the proximal lad.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A f/u report will be submitted with all relevant info. Eval summary: a st01 guiding catheter was used for 5 in 6 technique, but it was difficult to insert the st01 into proximal lad. The ebu 3.0 guiding catheter was distorted during pci so another xb 3.0 guiding catheter was used and it was still difficult to pass the xience v through the proximal lad. After discussion with the patient, it was decided to approach via the right femoral artery with a 7fr guiding catheter. A non-abbott guide wire was used for first diagonal branch and the fielder guide wire was used for the lad. A non-abbott balloon was inflated at the ostium of d1 branch and the xience v passed through to the proximal lad smoothly. The xience v was deployed at the middle lad with an optimal result, but stenosis was noted at the distal lad. Angioplasty was performed with a non-abbott balloon at the proximal lad with suboptimal result and with a coronary dissection. A non-abbott stent was deployed at the proximal lad with an optimal result. Another xience v 3.5x23 was deployed at the proximal lad to lm with an optimal result. Final kissing balloon angioplasty was performed with an optimal result. However, stenosis at the distal lad was noted. Angioplasty was performed with a non-abbott balloon at the distal lad with suboptimal result, timi 2 flow. Because the patient could not tolerate lying down for such a long time, the procedure was completed. No add'l info was provided.

Manufacturer narrative:
(B)(4). Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
A customer reported getting a blank screen on their pxtra meter as they tried to turn the meter on by pressing a button and inserting a test strip. The customer further reported experiencing a hypoglycemic episode with subsequent loss of consciousness and self-treating with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.